Event description:
During a balloon kyphoplasty procedure, one of the flanges on the curette head broke off. The treating physician did not attempt to remove the piece and entombed it within bone cement in the patient's vertebral body. The physician reported there was no adverse health effect to the patient.

Manufacturer narrative:
Returned product evaluation ; follow up conversation with reporting physician. Results: no conclusion can be drawn. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event. Kyphon currently markets the kyphx latitude curette (product numbers a11b, c, d and e) for use during balloon kyphoplasty. The curette is intended for scraping or scoring of bone in the spine. The following description if event was noted: curette broke while using it. Piece of it left inside the vertebral body. There was contact with pt. No injury or death to pt. No adverse effect. Sales rep will be returning product. The device was returned for eval in june 2007. The device was confirmed to be the kyphx latitude curette. However, the lot number and expiration date of the lot were unavailable in the action request form. One of the flanges on the distal end of the curette head was separated from the curette. See figure 1 for illustration of the field returned curette. The tip was visually inspected under 10-40x power. The tip of the curette was retained on the loop wire, which is consistent with design. The tip was fully intact and not damaged. However, the curette pin that was inserted through the tip and welded to the flanges was missing. One of the flanges on the curette head broke off, as shown in figure2. The score line ("safety grove") was intact, not broken. See figure 3, curette metal assembly. The score line is designed to separated when the physician rotates the handle and exceeds a predetermined torque value. Separation at the score line limits the amount of torque applied to the distal end of the curette, which minimizes the likelihood of a device failure to occur, such as the bending or breaking of the distal tip. It could not be determined if excessive force was applied to the curette during the procedure. The cause of the breakage is unknown. The physical appearance of the field returned curette was consistent with the complaint documentation.